Event description:
It was reported that pump experienced malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction appeared again, and customer acknowledged these instructions.